Manufacturer narrative:
The date received by manufacturer has been used for this field. Results: a complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 6354505. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that a consumer found white substance near the tip of a 60 ml bd¿ syringe with bd luer-lok¿ tip. The white substance was found prior to use. No injury or medical interventions were reported.